Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy that is associated with many potential etiologies. The cause of the patient¿s peritonitis cannot be determined with the information currently available.

Event description:
A registered nurse (rn) reported that this patient on peritoneal dialysis (pd) therapy was diagnosed with peritonitis on (B)(6) 2020. It was reported the patient will be on antibiotic therapy for 3 weeks. There were no reported issues with any fresenius products that caused or contributed to the reported event. No additional information is available despite multiple due diligence attempts.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.